Event description:
The report is from the study. Six months after the procedure, the pt reported angina pectoris and disease in 3 vessels, but the cypher had not restenosed. The pt has been scheduled for coronary artery bypass graft surgery (CABG). Additional info was rec'd indicating the pt underwent the CABG procedure. There was 90% stenosis at the target lesion. There was no evidence of myocardial infarction or stent thrombosis.

Manufacturer narrative:
The indication for the index procedure was a previous non q-wave myocardial infarction (mi). Medication at the time of the procedure was heparin. The target vessel was the proximal to mid right coronary artery (rca). The vessel diameter was 2.7mm and the lesion length was 30mm. Pre-procedure stenosis wa 85% and timi flow was 3. The lesion was de novo, bifurcated, concentric and had no tortuosity or calcification. The lesion was not pre-dilated. A cypher was deployed at 14atm. Post-procedure stenosis was 0% and timi flow was 3. The pt was discharged 3 days later. Medications at discharge were aspirin, clopidogrel, statins, and beta blockers. Please note: the device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.